Event description:
The customer received a blood glucose reading of 128mg/dl on her contour link at 7:30am. Later in church, she felt her blood glucose was low, so she took one glucose tablet, continued to feel low, and while walking to her car to test her blood she passed out. Someone had to drive her home. After she had eaten the glucose tablet she tested her blood on the contour link at 9:10am and the reading was 143mg/dl. She also checked the " sensor" she was wearing with her insulin pump, and the reading was 55mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant . The customer was advised to return the test strips for evaluation. Both meter and strips were replaced.